Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was used and fractured. Distal to the fracture, a significant portion of the tool¿s cutting edge was missing. Discoloration and galling was noted around the missing portion. The discoloration indicates that the tool reached high temperatures during use. The galling and missing material indicates that the tool made contact with metal while running. It is suspected that the tool made repeated contact with a metal object while cutting. This contact caused damage to the cutting flutes, and generated excessive heat, which precipitated the tool fracture. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Tool was received on january 15, 2016 for evaluation.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported a dissecting tool broke during use in a procedure. Initially, the operating room nurse manager was unable to provide impact information, and the tool was requested for return from the facility. On follow up with the hospital, it was confirmed there was no patient impact associated with the tool fracture. In addition, it was confirmed there were no other complications during the surgical procedure. The surgeon used a new tool to complete the procedure. Attempts to obtain additional information, and the return of the tool were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.